Event description:
On 4/20/92 at 1000, the dr. Came out to nurse's station and said "get me the emerson pump for the CT in 210". As that was being brought up he and the nurse went back into the room. He then clamped the chest tube close to the patient and it bubbled when he moved the tubing. He then clamped it on the other side of the connection and it still bubbled. He then clamped it on the other side of the connecion and it still bubbled. He then said, "there's a leak in the system". We then clamped the tubes with two clamps, taped them securely and repeated a chest x-ray at 1700. At that time he pulled the chest tube and the chest tube and suction set up were all thrown away. The nurse did try toretreive the system on 4/21 but it was too late. The nurse then called the central stores supervisor and let her know the whole situation. She in turn did a follow-up wsith the sales rep. He did call and visit with the nurse and he will also talk with the dr. We will bring out the medical alert sheets to remind everyone of the possibility of leaks. The physician did talk freely at the bedside that the last four days of the patient's hospital stay were probably related to the defect in the equipment.nursing will also review the medical device video and take the quiz and review the medical device policydevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.